Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return

Event description:
Cross action brush heads...falling off the unit...do not seem to be staying on the handle - oral-b [device breakage] . Case narrative: 53-year-old male consumer via phone stated that the oral-b cross action toothbrush heads were falling off and did not seem to be staying on the oral-b toothbrush unit. No injury was reported.